Event description:
Fifty seven year old male with medical history of aortic stenosis and insufficiency underwent an inclusion cylinder aortic valve replacement using a 20mm aortic homograft in 1997. Subsequently over time, the pt became symptomatic for a stenotic valve. In 1999 the pt underwent a re-do aortic valve replacement due to critical stenosis and insufficiency and a closure of pt foramen ovale. A 23mm st. Jude hp mechanical aortic valve was implanted.